Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they had low blood glucose levels. Customer stated that blood glucose went low overnight and treated with food. At the time of incident the blood glucose level was 54 mg/dl. Customer was using the auto mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.